Event description:
Voluntary medwatch form received frim user facility reporting an overdelivery. "..at approx 1530 hours. Device#1 was set at 10cc per hour to infuse 250cc of pepcid. At approx 1600 hours , IV was pulle dout and restarted for administration at 1900 hours. At 2130 hours, 250 cc solution had infused." The customer contact confirmed that there was no adverse pt reaction reported. Though requested, no add'l info was available.